Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 27-feb-2024. H.6. Investigation summary: material #: 367300. Lot/batch #: 3193680. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cracked luer hub with the incident lot was observed. Additionally, 20 retain samples were subjected to visual inspection for cracked luer hub. All samples passed testing as there was no evidence of damage to the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer hub. Bd determined that the root cause of the indicated failure mode was attributed to a worn collar in the assembly process. This collar was identified and replaced.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the leur adaptor connection was cracked resulting in blood leakage. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(4). H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the leur adaptor connection was cracked resulting in blood leakage. No patient impact reported.